Event description:
It was reported two screws were implanted on (B)(6) 2013. The doctor noticed one of the screws was not attached to the mandible at follow up appointment with the patient after getting an x-ray of the patient, and the patient was complaining of numbness in his lip and jaw.

Manufacturer narrative:
This device is used for therapeutic purposes. The other screw implanted - product # 76310200m, lot # 72008900. It is unknown which screw was not attached to the mandible during the x-ray. (B)(4). The device was not returned and therefore no evaluation could be performed. Method: the device was not returned and therefore no evaluation could be performed.

Manufacturer narrative:
PMA 510k # k981677 was left off the inital MDR.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.